Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured anastomotic aneurysm between synthetic vessel and blood vessel. Vessel morphology at the time of implant was not reported as this was an emergent case. The patient presented emergently. The bifurcated stent graft and an aortic cuff were implanted, the final review there were no endoleaks. A CT immediately post procedure revealed a possible proximal type ia endoleak of the bifurcated stent graft. The physician implanted an endurant aortic cuff proximally. Despite addition of the an aortic cuff, the proximal type ia endoleak was not resolved. The aneurysm and intestinal tract confirmed to have fistula, and there was not an endoleak. After that, open surgery was carried out for the purpose of decompression. It was determined that due to the fistula between the aneurysm and the intestinal tract there were no other effective treatments and the procedure was completed. It was reported that the patient expired later the same day. The physician stated that the preexisting communication between the aneurysm and intestinal tract made it quite difficult to perform the evar. The physician denied the relationship between the patient¿s death and the relevant device.

Manufacturer narrative:
(B)(4).